Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material is residual surgical glue. As no response was received from the customer, information regarding the reprocessing steps are unknown. Additionally, there was no physical damage at the place where the foreign material remained. Therefore, the root cause of the reported event is unable to be conclusively determined. However, the likely cause of the reported event is due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in gif-1100 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found remains of foreign material resembling surgical glue in the connecting tube. The connecting tube was sticky with foreign material likely due to insufficient cleaning. The initial leakage and electrical safety tests were performed, and no faults were found. Additionally, the control unit was cracked. The scope case was corroded, the objective lens, and light guide adhesive were discolored. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material with the connecting tube. There were no reports of patient or user harm associated with this event.